Event description:
The hosp staff were called to a suspected cardiac arrest. The device was unplugged from ac mains power and switched on. Upon reaching the pt the staff member pressed the charge button, but the defibrillator reportedly failed to charge. It was noted that the red service light was illuminated on the front panel. The unit was set to one side and another defibrillator was made available and used to treat the pt. The pt was not resuscitated. The customer reported that the pt's outcome was not a result of device use.

Manufacturer narrative:
Physio-control evaluated the device. Proper operation was observed during functional and performance testing. Error code a101 was logged into device memory at the time of the reported event. The device repair instructions recommends the replacement of the power supply with a newer revision of the power supply assembly when there is an intermittent occurrence of this error code. The power supply will be replaced and the device will be returned to the customer.